Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. (B)(4). The engineer replaced the da board and the flow modules. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that at machine pressure zero failed. There was no patient involvement.